Event description:
When the package of a 6f, jr4 infiniti catheter was opened, the physician noticed that there was no hub on the end of the catheter. The package was intact before it was opened. After the product was received and analyzed, it was noted that the hub and strain relief were received separated from the body of the catheter, the hub was not missing. The proximal end of the catheter looked elongated and ripped. A small blue residual was observed in the lumen of the hub and a mark was observed in the strain relief. After further clarification, the qualrap confirmed that the hub was indeed separated from the catheter.

Manufacturer narrative:
Before using a 6f infiniti diagnostic catheter in a procedure, the hub separated from the body. The catheter was not used. No damage to the packaging had been noted and no abnormal storage or handling was reported. A non-sterile 6f infiniti diagnostic catheter was received. The hub and strain relief were received separated from the body of the catheter. The proximal section of the catheter looked elongated and ripped. In the lumen of the hub, a small amount of blue residue was observed, and in the strain relief a mark was observed. The outer diameter of the catheter body was measured and was found within specification. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint was confirmed. The exact cause of the separation of the hub and the body could not be conclusively determined; however, it appears to be related to a poor molding process at the manufacturing site. Actions have been initiated to address this failure.